Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the lead was returned stretched and damaged with the helix fully extended and the distal end/mcrd-shape deformed. Testing involving turns to retract the helix failed. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).

Event description:
It was reported that the lead helix took too many turns to deploy. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.